Event description:
Patient presented to the physician with movement of the ipg within the pocket. Patient reported that the ipg migrated toward the sternum and flipped to the left when lying on their side. Physician brought the patient into the or, replaced the ipg, sutured, and closed.